Manufacturer narrative:
H.6. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges ¿discrepant results¿ when using kit grp a strep 30 test veritor (material # 256040), batch number 3032098. It was reported by the customer that despite seeing two red lines, they received negative result when inserting the cartridge in the analyzer. Bd representative informed the customer that the red lines are not what the reader uses and that they aren't a reflection of the results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. Based on the available information it was understood that the customer had performed the test and received a valid result (positive) then they re-inserted the same cartridge in the instrument, and it gave a negative result. Bd representative advised the customer that this test never been designed to be read visually; the test results need to be analyzed through the bd analyzer, also the same test cartridge should not be reinserted. This complaint was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. No corrective actions were taken at this time. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using the kit grp a strep 30 test veritor, there was a false negative result. There was no report of patient impact.